Event description:
Core biopsy performed on (B)(6) 2011. During tissue retrieval from the pt's breast, one wire on the wand (probe) capture basket broke. Wire sections remained attached to wand. A second wand was used to remove the biopsy sample without incident.

Manufacturer narrative:
The user facility did not retain the biopsy wand used during this procedure therefore it could not be evaluated by intact medical. A comprehensive review of the device history record for this lot number revealed no issue with the MFR, inspection, or testing of wands. This lot contained a total of 100 units. All have been distributed to customers; therefore it was not possible to test a wand from this same lot as the device in question. No other complaints, of any nature, have been reported from this lot number.